Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm® ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. ¿ juvéderm® ultra plus xc injectable gel is a clear, colorless gel without visible particulates. In the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe; notify allergan product support at 1-877-345-5372. 9. How supplied juvéderm® ultra plus xc injectable gel is supplied in individual treatment syringes with 27-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Healthcare professional reports while injecting into the lips with one syringe of juvéderm® ultra plus xc, injector noticed it was "brown and moldy at the plunger." It was stated that the syringe "looked like it has something growing in it" and was "green and moldy." No injury to the patient or injector was reported. The syringe was stored in a cabinet at room temperature.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reports while injecting into the lips with one syringe of juvéderm® ultra plus xc, injector noticed it was "brown and moldy at the plunger." It was stated that the syringe "looked like it has something growing in it" and was "green and moldy." No injury to the patient or injector was reported. The syringe was stored in a cabinet at room temperature.